Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 429 mg/dl in the morning. Customer reported she entered the blood glucose and bolused but the pump did not ask her if she wanted to calibrate her sensor. Customer checked her blood glucose and it was 231 mg/dl. The insulin pump will not be returned for analysis.